Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not duplicated or confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was observed that the device heated up with a reading of 119 degrees fahrenheit which was greater than manufacturers' specification (119 degrees fahrenheit; specified reading is less than or equal to 118 degrees fahrenheit). It was determined that this was due to worn out and corroded bearings from normal use and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during sterilization, it was observed that the attachment device was not holding cutter devices. During service and repair testing, it was observed that the device reflected heat greater than the manufacturing specification. It was not reported if there were any delays in the surgical procedure or if a spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.